Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 10/04/2008 and 01/07/2008 by phone, mail and fax. A completed questionnaire was returned 01/22/2008. This report was mailed to FDA on: 02/01/2008

Event description:
A consumer reported blurry vision at near and distance in the left eye following bilateral intraocular lens (iol) implant surgery.